Event description:
A user reported that there was a red deposit on the side of a pair of scissors inside the disposable kit of instruments.

Manufacturer narrative:
The device has been returned to us, but the investigation has not yet been completed. A follow-up report shall be filed when new information is available. There was no patient involvement or impact on the user.

Manufacturer narrative:
The device was returned and evaluated. A red deposit was present on the side of the scissors. It was adhered to the metal surface. It appeared epoxy-like with a slightly clumping or bead-like contour. It did not readily detach from the metal. Samples were sent for outside laboratory testing. Testing confirmed that there was no hemoglobin in the material, and thus it was not a deposit of blood on the part. Testing was inconclusive in identifying the exact substance. It was concluded that the contaminant was deposited on the part during its manufacturing processes. We collaborated with the vendor for the instruments and the packaging contract manufacturer to prevent a recurrence of the issue. We subsequently discontinued distributing the instrument our ectrd kits. We apologize for the delay in reporting the follow-up results for this incident report. External laboratory test results and investigations took an extended period of time. And the filing was inadvertently delayed.